Event description:
The end-user's parent stated that the soft cannula was at 90 degree angle this morning and medium ketones. On september 09, 2002 maersk medical a/s received the complaint and 1 used and 1 unused infusion sets.